Manufacturer narrative:
Evaluation completed. One opened bl5223 pack from lot v0348 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and the cutter had good aspiration. The cutter functioned as intended. The cause of the bent needle condition cannot be determined. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter did not work upon initial activation. The cutter speed was reduced to complete the procedure. The procedure was delayed due to the reduction in cutter speed. There was no injury to the patient.